Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention where the ipg was replaced and pocket was revised to address the issue. No further issues regarding discomfort have been reported.

Manufacturer narrative:
Date of the event is estimated.